Event description:
It was reported that during the lead replacement on (B)(6) 2024 for high impedance, lead fracture was confirmed by xrays and impedance could not be cleared. In turn, surgical intervention took place wherein the scs system was explanted and replaced, effective therapy was established.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.